Manufacturer narrative:
Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a pump module was programmed to infuse a primary infusion of ns at 20ml/h and a secondary infusion of chemotherapy with an unspecified IV adaptor attached to it and set to infuse at 13ml/h however the chemotherapy medication that was expected to complete in 22 hours was noted to be completed in 19 hours. The customer stated they think the pump switched the infusion rate of the primary (20ml/h) to the secondary infusion that was programmed at 13ml/h. There was no report of patient harm.